Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. There are no samples available. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: serbia. New hospital, (B)(6) called to complain about the same issue, but this time with polypropylene suture. They have been using polypropylene sutures for several years now, and they claim that only recently some 30% of sutures inside the box have the same problem. The needle is not attached to the thread. Unlike gynecology hospital (B)(6), this is not a new customer and they are not using this suture type and size for the first time. A visit will be made to them this week to check their claims.